Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during a new implant procedure patient lost consciousness while manipulating the leads. The patient recovered with medication and temporary pacing but lost his consciousness again. An echo was performed and a perforation of the right ventricular (rv) lead was suspected. This lead was successfully explanted. No additional adverse patient effects were reported.